Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction with two 425cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and right-sided rupture postoperatively. The patient had a consultation with a healthcare professional. MRI performed on unspecified date indicated right-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 22-feb-2022, mentor received additional information regarding the MRI date. MRI was performed sometime in (B)(6) 2021. On 1-mar-2022, mentor received the baker grade of the capsular contracture. The patient experienced baker grade ii for the left side and baker grade iii for the right side. On 4-mar-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo removal and replacement with unspecified mentor breast implants on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture, rupture section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-apr-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. As the authorization form for examination was not received, the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).